Event description:
Per the clinic, the patient experienced non-auditory stimulation and poor performance with the device. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 29, 2023.

Manufacturer narrative:
This report submitted on february 20, 2024.